Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion. The device was explanted prophylactically. During the generator changeout procedure, externalized conductors were observed through fluoroscopy. The lead was capped and replaced without complications. The patient condition is fine.